Event description:
I have a st. Jude pacemaker and have a-fib. My heart skips a beat often. Wondering what the next step would be to help the skip beats and flutters. Watchman I think is an option. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).